Event description:
The following information was provided by the initial reporter: material #309628. Batch #5162349. Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: yes item: 309628 quantity affected: (B)(4) bx serial/lot number: (B)(6) p.o. : (B)(4) are any samples available for return? Yes are samples potentially contaminated or biohazard? No. Reported issue: customer just tried the product 10 days ago. They tried to power through but the plunger pops out. They did lost product and fat (used during a fat transfer).

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - other. Since no samples showing the reported condition were received, a potential root cause could not be determined, and no corrective actions are required at this time. A physical sample would be needed for a more thorough evaluation and root cause analysis. Based on the information provided, the complaint appears to involve the absence of a stop ring on the plunger rod; however, this product does not include a stop ring by design per its product specification. Complaints for this device and condition will continue to be tracked, trended, and reviewed monthly to identify any emerging trends.